Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred on a demonstration pump. A new cartridge was loaded and reportedly, the pump was functioning. There was no patient involvement as the pump was not connected to a user or being used for diabetes therapy at the time of the alarm.